Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, this phenomenon is assumed to be caused by handling because the internal parts are damaged and physical damage will not occur unless the cover is opened. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus (B)(4), it was found that the manifold unit inside the subject device was physically damaged or broken. There was no report of patient injury associated with the event.